Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported events. The power distribution printed circuit board (pcb) and the power switch were replaced. The system was then tested and met all product specifications. The system was manufactured on august 11, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a system message displayed and the system shut itself down prior to a surgical procedure. There was no patient involved.